Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported t2 was not deployed.

Manufacturer narrative:
Visual assessment of the device showed the needle is bent on two planes. The actuator is advanced to the distal end of the needle. The ts and suture are free from the needle. Assessment of the construct showed t1 is missing a small piece of its distal end. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.